Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. Subsequently, the valve was inserted into the patient and deployed.at 80% deployment, an infold was observed in the valve frame. The valve was recaptured and re-deployed; however, the infold was still present. The valve was recaptured a second time and withdrawn from the patient. A second bav was performed using a 23 mm balloon. A new valve was loaded into a new delivery catheter system and implanted in the patient. No adverse patient effects were reported. Additional information was received that per the physician, the patient's bicuspid native valve contributed to the infold. A procedural delay was reported due to the required reloading of a new valve.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. Subsequently, the valve was inserted into the patient and deployed. At 80% deployment, an infold was observed in the valve frame. The valve was recaptured and re-deployed; however, the infold was still present. The valve was recaptured a second time and withdrawn from the patient. A second bav was performed using a 23 mm balloon. A new valve was loaded into a new delivery catheter system and implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012215982); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012151802); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.